Event description:
It was reported that from one day to the next, that patient was no longer able to wear his speech processor anymore. He reported feeling sensations of pain, like an electric shock. He was no longer able to understand speech, it was as though it had been chopped. Testing showed that the device was functioning in a stable and normal manner. When set at a minimum level, the patient was not able to hear anything, there was no sensation of pain. However, when the mcl's were set in activation mode, the patient felt again, the electric like shocks, and immediately removed his speech processor. It was a violent reaction. Each electrode channel was tested, one by one, and none appeared to be responsible for this sensation of pain. It was only when 7 to 8 electrodes were activated together that the patient felt pain. However, with fewer electrodes activated, he was unable to understand anything. Re-implantation was planned for (B) (6) 2008, however, no information is available at the moment, if re-implantation took place as scheduled. The surgeon wanted to check the cochlear first with x-ray.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.